Event description:
During the shoulder surgery, during the insertion of the trial liner and after implantation of stem and metaphysis, it was noticed a fracture of the glenoid bone. The cause is unknown, even if an hypothesis is that the fracture could occur when the reduction was done using the implant and the trial stem, or when the stem implant was put in and the trial liner was attached. The already implanted baseplate (ø24.5x15) was replaced to a 27mm baseplate and fixed with polyaxial screws in anterior and posterior holes. On the humeral side, diaphysis, reverse metaphysis and liner were placed. The glenosphere was removed and new glenosphere was not inserted. After bone union about 3 to 6 months, new glenosphere will be implanted. The surgery was completed successfully. The total surgery time was 2 hours and 10 minutes. The delay time was 30 minutes. The bone quality was slightly poor.

Manufacturer narrative:
Batch review performed on 06-feb-2025: lot 2413517: (B)(4) items manufactured and released on 09-sep-2024. Expiration date: 22-aug-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Visual inspection: the provided implants do not show any signs of damage. It is not clear when and where the glenoid fracture occurred. The poor bone quality may have contributed to the fracture. The absence of a glenosphere will result in an unstable joint and potentially to friction between the liner or the metaphysis with the glenoid with subsequent risk of pe debris generation or metallosis. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Manufacturer narrative:
Clinical evaluation performed by r&d project manager. Without radiographic images, a clinical evaluation cannot be performed. According to the report, it is unclear when the glenoid fracture occurred. However, the report indicates that the bone quality is poor, which may have contributed to the fracture. Without the glenosphere, the joint will be unstable, and friction between the liner or the metaphysis with the baseplate could increase the risk of polyethylene debris generation or metallosis.